Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown. The shutdown resulted in the customer's blood glucose level exceeding 500 mg/dl (27.7 mmol/l), though the highest value was unknown. To address this, the customer administered a correction injection via multiple daily injections without needing third-party assistance. Technical support educated the caller that the battery depletion was normal, given their usage settings, and confirmed that insulin delivery could resume.